Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose of 499 mg/dl. Customer stated the insulin pump alarmed power loss. Troubleshooting determined the insulin pump is working as designed. The insulin pump will be returned for analysis.